Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the healthcare provider of a clinical study reporting that the lead and extension were explanted without replacement on (B)(6) 2025. Then on (B)(6) 2025, a new lead was implanted.

Event description:
Information was received from multiple sources (healthcare provider, clinical study) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient doesn't feel the stimulation and when they checked the device the impedances were high on all plots so they decided to do a revision of the lead and explanted the extension and tested the lead and all the plots were high impedances so on (B)(6) 2025 they implanted a new lead and it was tested after 2 weeks with success so it was connected to the stimulator on the (B)(6) 2026. The device diagnosis was high impedance and the clinical diagnosis was "less efficiency of the system". The etiology was a possible relationship of the event to the device or therapy and the indicated device was the lead, but the etiology was noted as not related to the implant procedure. Diagnostic methods included device interrogation/device data with results that as of (B)(6) 2025 there was no more stimulation and all plots were showing high impedances so they decided to check the lead in the or and replaced a new lead. The interventions were an explanted lead and extension on (B)(6) 2025 both with unknown device disposition and an explanted/replaced lead on (B)(6) 2025. The event resulted in an unscheduled clinic or office visit. The outcome was listed as resolved without sequelae as of (B)(6) 2026. The patient's age at consent was 46 and their weight was 80 kg.

Manufacturer narrative:
Continuation of d10: product ID 3877-45, lot# 0204384429, explanted: (B)(6) 2026, product type lead. Section d information references the main component of the system. Other relevant device(s) are: product ID: 3877-45, serial/lot #: (B)(6), ubd: 30-oct-2014, UDI#: (B)(4). G2: the country of the event is ch. H6 codes belong to the lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.